Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, a 3.0x38 mm xience xpedition stent was implanted in the mid right (rca) coronary artery and a the 3.5x18 mm xience xpedition stent was implanted in the mid left circumflex (lcx) coronary artery. On (B)(6) 2016, the patient experienced chest pain and tightness and was hospitalized. On (B)(6) 2016, coronary angiography found restenosis in the rca stent. The stent in the lcx was patent. Coronary artery bypass graft surgery was recommended, but the patients family declined, so conservative treatment, including medication, was given and the symptoms improved. The patient was discharged on (B)(6) 2016. No additional information was provided.